Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 498 mg/dl. The customer's high blood glucose was treated with injection. The customer assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exited. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin exits with the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer reported insulin exits the manual prime. The customer was advised the pump is working as designed. It was explained to the customer alarm was caused by set/reservoir connection. The customer was advised we are sending replacement supplies.